Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿, ¿rupture¿, ¿periprosthetic liquid¿, and ¿mammary nodule¿.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿rupture¿, ¿periprosthetic liquid¿, and ¿mammary nodule¿. This relates to the right side. Breast implant is scheduled to be explanted.